Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 400-500 mg/dl and a bolus via a pen was delivered to address the high bg level. During a pump system check, a large air bubble was found in the luer lock. Tandem technical support assisted the contact with filling a new infusion set tubing to ensure no air was trapped in the luer lock. The customer resumed insulin delivery.